Event description:
It was reported to minimed that the customer had inpen and cap damaged. The customer reported no adverse event. The event involved product(s) mmt-105nnblw1. Troubleshooting was performed. Customer reported physical damage to the inpen and that it will be replaced. No harm requiring medical intervention was reported. Mmt-105nnblw1 was requested and customer response was the device returned.

Manufacturer narrative:
Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed inside the united states. Per visual inspection: no physical damage to cartridge holder or inpen front shell. Dose detent, detent insert, button washer and injection button broken off, exposed electronic assembly. Dose detent bond was broken cleanly due to a broken dose detent adhesive bond exposing the electronics. Making it difficult to dial a dose. Unable to obtain first bond date, last bond date, or battery percentages due to no data obtained from looker studio. Unit paired successfully to commercial app. Inpen received with leadscrew 1/4 of the travel. Inpen passed front cap investigation. In conclusion: it¿s difficult to dose normally due to broken off injection button due to a broken dose detent adhesive bond. No cap anomaly was noted. The customer concern of cap no longer staying attached could not be confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.